Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r . This ipg serial number was included in field advisories. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ipg was eroding through the skin. As a result, the ipg was explanted sometime in 2015.